Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and stent moved on balloon occurred. Access was obtained through the femoral artery. The 12x3.0mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After predilating the lesion, a 12x3.0mm omega stent delivery system (sds) was advanced but could not cross the lesion. The stent was pulled back into the guide catheter and it was noted that the stent was damaged. The stent remained crimped on the delivery system, however some of the struts had moved away from the balloon. A non-bsc sds was also advanced but it could not cross the lesion. The physician had treated additional lesions successfully and decided to close the case without placing an additional stent. No patient complications were reported and the patient's status is stable. The patient will be on aspirin and plavix for the next year. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed stent damage. There was a blood like substance visible on the outer surface of the device. Two struts in the first proximal row were bent back distally and two struts in the second proximal row were slightly lifted. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and stent moved on balloon occurred. Access was obtained through the femoral artery. The 12x3.0mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After predilating the lesion, a 12x3.0mm omega stent delivery system (sds) was advanced but could not cross the lesion. The stent was pulled back into the guide catheter and it was noted that the stent was damaged. The stent remained crimped on the delivery system, however some of the struts had moved away from the balloon. A non-bsc sds was also advanced but it could not cross the lesion. The physician had treated additional lesions successfully and decided to close the case without placing an additional stent. No patient complications were reported and the patient's status is stable. The patient will be on aspirin and plavix for the next year. This product is only ous approved but it is similar to an approved us device.